Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for a related issue. After analyzing the instrument, the cse replaced the integrated multi-sensor technology (imt) tubings, imt insert and imt syringe tip. The cse also found that the sample conduit had malfunctioned. The cse ran system check and performed imt calibrations, while the customer ran quality controls, all of which were acceptable. During the follow-up visit on (B)(6) 2018 for another related issue, the cse installed a new sampler assembly and conduit, performed alignments and ran system check and quality control, which were acceptable. During the other follow-up visits, the cse replaced the imt tower, solenoids on imt pump panel and rotary valve. The cse checked the imt port drain and peristaltic pump and ran dilution check and quality control. The cse found that liquid inside the imt pump assembly compartment was damaging the motor. The cse replaced the imt tubings and rotary valve tubing. The customer had no further issues after troubleshooting was completed. The cause of the imprecise sodium results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2517506-2018-00180 and 2517506-2018-00208 were filed for the same issue.

Event description:
Imprecise sodium results were obtained on one patient sample on a dimension exl 200 instrument. The sample was run four times on the same instrument. The initial result was lower compared to three repeat runs. The initial result was not reported to the physician(s). It is unknown which result was considered correct. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise sodium results.